Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device, "prevents audible alarms, there is no sound at all, even when adjusted". There was no patient impact or consequence reported.